Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel resulting in multiple pacemaker mediated tachycardia (pmt) episodes recorded. Device data was sent to rhythmcare for review. Data review determined the amplitude was noted to be low. Rhythmcare then recommended further evaluation of the system in clinic. This device remains in service. No adverse patient effects were reported.